Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Visual inspection of the product revealed flattening of the bgc shaft approximately 370-495mm from the distal end, and kinks in the bgc shaft at approximately 475mm, 670mm, 790mm, and 950mm. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the first kink (at the distal side of the strain relief) such that a ball gauge could not be advanced beyond this point without resistance, and that there was a restriction in the main lumen of the device at approximately 475mm of the kink from the distal end such that a 0.038 inch guidewire could not be advanced beyond this point without resistance. The complaint report stated, "when an attempt was made to remove emboguard, resistance was encountered at the tip of the sheath making it impossible to remove, and kinking of emboguard was confirmed under fluoroscopy," and further stated, "the patient's aorta was extremely tortuous and shaped like an s-shaped curve." According to the past pi study, the sample bgc was inserted into the right femoral artery in an anatomically representative model and tracked to the right ica. The right cca was folded and fixed to represent a tortuous anatomy. The inner catheter was removed from the emboguard bgc. Upon removal of the access catheter, the emboguard bgc was kinked at the location of the tortuous anatomy of the right cca. Using a 20ml syringe, a water/dye (100:1 ratio) mixture was injected into the sample emboguard bgc main lumen. Although resistance was felt when pressing the syringe plunger during injection, the water and dye mixture was observed emerging from the distal end of the bgc. The guidewire could not be advanced beyond the kinked area of the bgc shaft. Investigation indicated that the tortuous anatomy may have contributed to the device kinking. All DHR records are complete, and a certificate of conformance is present, demonstrating compliance with the quality system release criteria. The IFU states, "do not use in excessively tortuous blood vessels." Based on the complaint details, it cannot be confirmed that the device was used in this way. Therefore, the root cause for this complaint could not be confirmed. From the investigation, there is no indication that this complaint was a result of a defect or malfunction of the emboguard bgc. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an emboguard 87, 95 cm (bg8795u/ 0000248738) was used for a carotid artery stenting procedure (cas). During the procedure, the user reported withdrawal difficulty of the emboguard catheter (body/shaft) through the sheath and a kink/bend to the emboguard catheter (body/shaft) while in patient. The physician commented the aorta was ¿severely tortuous and like s-curve shape, so kink was unavoidable.¿ there was no negative impact to the patient and the procedure was successfully completed; however, the procedure was prolonged, and the patient began to move at the end of the procedure. The event was reported as such, ¿the procedure was a carotid artery stenting of left internal carotid artery. Right groin was punctured and 8fr 25cm sheath was inserted. 6fr niigata university-2 120cm was inserted into the emboguard and advanced near the stenosis site using radifocus 0.035 150cm angle. Spider fx 6mm 320/190cm went through the ica stenosis lesion, and pre-dilation was performed by rx-genity 3.5mm x 40mm at 8 atm 30 sec. Casper rx 10mm×30mm stent was implanted and post-dilation was performed by rx-genity 4.0mm×30mm at 8 atm 30 sec. Aspiration was performed with 6fr 135cm aspiration catheter. Ivus confirmed the lesion was dilated, and the procedure was ended. When the emboguard was attempted to be removed from the patient¿s body, there was a resistance at the tip of the sheath and could not. The emboguard was observed to have kinked under fluoroscopy (the tip of the sheath was also partially kinked). After several attempts to remove with failure, radifocus 0.035 260cm angle was inserted and the emboguard and sheath were removed together, leaving the guidewire in place. After that, a sheath of the same size was reinserted. Perclose prostyle was used for hemostasis at the puncture site, but it did not work well, so manual compression was performed to achieve hemostasis. The procedure was successfully completed. Because the procedure was prolonged, the patient¿s body moving became noticeable, but significant changes on the patient¿s condition were not observed. Physician commented the aorta was severely tortuous and like s-curve shape, so kink was unavoidable. There was no negative impact to the patient. [Emboguard kink]. Type of procedure: ¿cas.¿ aorta arch type: ¿2.¿ puncture site: ¿right groin.¿ lesion (right or left): ¿left internal carotid artery.¿ kinked timing: ¿unknown.¿ location of catheter tip: ¿common carotid artery.¿ continuous flush was done. Other concomitant device was medikit 8fr 25cm sheath introducer.